Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during the investigation, the original damaged/cracked display complaint was unable to be confirmed. The pump was opened and there was no damage observed on the display screen and the display screen was intact and fully functional. Unrelated to the original complaint, the battery compartment was observed to be cracked on the side of the battery compartment from the threads traveling down along the side of the bumper to the case seal and below the bumper at the case seal. Additionally, the pump powered on to a dim and discolored display.